Manufacturer narrative:
(B)(4). On (B)(6) 2021 customer called in with the following concern: patient received pump error 82 twice over night. P-cap locked in place properly during testing. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test. No pump error 82 alarm noted during testing. Device was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. The adapt tool reveals that pump error 82 alarm was found on (B)(6) 2021 at 06:17:02 hour. Proceed it by cutting device open and perform a visual inspection of all connectors and electronic assemblies. Per visual inspection it was determine that the ingress of water corroding motor home switch that might of cause the pump error 82. During visual inspection of electronic assemblies no moisture damage noted on electronic assemblies. No physical damage noted during visual inspection. In conclusion, no pump error 82 alarm noted during testing. However, moisture damage on motor home switch noted during visual inspection that might of trigger the pump error 82.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. It was stated that the customer able to successfully clear alarm. Customer was able to complete rewind the insulin pump. Performed displacement and self test and both were passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.